Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that tower door 1 failed. The field service engineer (fse) tested the tower doors and successfully recovered the unit. All tower doors passed diagnostics. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower 1 door 1 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.